Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display, keypad anomaly and blank display. Customer¿s blood glucose level was 324 mg/dl. Customer also reported that the insulin pump had battery out limit alarm. Customer reported that they were unable to clear the alarm. Customer states they did not received a request to rewind insulin pump. Customer states the batteries were not out of pump greater than duration allowed by the insulin pump. Customer stated that the insulin pump was not working. Troubleshooting was performed for battery out limit alarm and keypad anomaly. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.